Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. Upon removal of the motor, it was noticed that the shaft moves on lateral side and the bearing on the bottom of the pump was rusted. The stirrer motor was replaced and the issue solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The stirrer motor blockage was due to corrosion, which generates irregularities on the surface of the balls of the bearing. The root causes re water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error code associated to the stirrer motor during setup. There was no patient involvement.